Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with an unspecified mentor gel breast implant in 1993. As of (B)(6) 2019, the patient began experiencing bilateral pain and swelling. The patient had swelling under both armpits, most prominently on the left side. Due to the swelling, she reported the inability to wear sports bras when working out. The patient has not yet consulted with a medical professional about her symptoms. Additionally, no device issue, such as rupture, was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's right-sided device.